Event description:
Rptr indicated that pt has a problem with choking at times. It was reported that the pt's pulse width was changed but that did not help the situation. The pt reports that as a result of the choking sensation, the pt doesn't swallow when eating until the pt can feel the cycle stop. Investigation was unable to determine the severity of the dysphagia.